Manufacturer narrative:
Records indicate this lead remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited a high out of range shock impedance measurement. No anomalies were noted on the presenting electrogram (egm). Technical services discussed possible causes and troubleshooting options. No adverse patient effects were reported.